Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump was not working properly. Reportedly, the issue was resolved, customer did not report how issue was resolved. There was no reported impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.